Event description:
It was reported that a user observed rising blood glucose after a shower and lunch, then discovered the infusion set anchor was not properly connected, resulting in insulin leakage and missed meal insulin delivery; after reattaching the connector, insulin delivery resumed and glucose began trending down. Symptoms included hyperglycemia. Outcomes included self-management with troubleshooting and no hospitalization. Investigation included user-guided troubleshooting and education, along with review of device status and alerts. Investigation of this case revealed an infusion set connection deployed incorrectly, consistent with an infusion set connector not attached correctly, resulting in interrupted insulin delivery until reconnection. It was concluded, based on previously established findings for similar reports, that user setup or handling contributed to improper infusion set connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.